Event description:
It was reported the patient underwent a total hip arthroplasty on (B)(6) 1999. Subsequently, a revision procedure was performed on (B)(6) 2013, due to chronic dislocations of the hip. The surgeon removed and replaced the acetabular cup and liner with a biomet cup and constrained liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.